Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer¿s representative regarding a patient who was receiving fentanyl [500 mcg/ml] at a dose of 177.87 mcg/day and bupivacaine [23 mg/ml] at a dose of 8.182 mg/day via an implantable pump for malignant pain and other carcinoma. It was reported on 2016-09-21 that recently the patient wanted to stop going to the clinic she was going to, so she missed her refill appointment. The patient had decided that she wanted the pump explanted so she was meeting with the surgeon, who requested that the representative come on site that day to meet with the patient and interrogate the pump. When the representative arrived, she discovered that the pump was alarming. It was determined that it was the empty reservoir alarm. Event logs were checked and found that the low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. It was then planned that the pump would be filled with preservative-free normal saline (pfns) the next day so that the pump would not be damaged until a decision was made. It was noted that the patient had a long history and that she has never received therapeutic relief from the pump (refer to manufacturing report # 3004209178-2015-21801). On 2016-09-22 it was reported that the patient stated that she could not make it to the clinic that day for the refill with pfns due to the fact that she was not feeling well. It was noted that the empty reservoir alarm was still occurring. It was later reported on 2016-09-27 that the patient had canceled all of her appointments and that the representative had no other updates on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.